Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system pre-test before implementing fco86600081. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Follow-up repair to be handled by philips authorized service provider. No further investigation is required at this time.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system pre-test before implementing fco86600081. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Follow-up repair to be handled by philips authorized service provider. No further investigation is required at this time. New information/evaluation: the technician replaced the 3-way solenoid valve (aecm) and proportional valve (aecm). The device passed all testing. The system meets the specification for the performed service and is returned to use. The suspected 3-way solenoid valve (aecm) and proportional valve (aecm) were returned to riql for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time.